Event description:
It was reported that the patient presented in clinic for dizziness. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to the incorrect interpretation of a signal. Additionally, there was also inadequate anti-tachycardia (atp) and the ICD failed to convert the rhythm. There was also low defibrillation impedance and high pacing impedance noted on the right ventricular (rv) lead. The ICD and rv lead were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of inappropriate/inadequate therapy, sensing, pacing, and capture anomalies could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.